Manufacturer narrative:
Actual samples were not available for investigation; however, six retention samples were inspected. Visual inspection of the weld thickness around the whole perimeter of the retention samples were measured using a calibrated micrometer and all the six bags were found to be conforming. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment; an external leak was observed from a 9l effluent drain bag due to the weld rim on the bottom of the drain bag being open. Twelve other unused bags were affected. There was no patient injury or medical intervention associated with this event. No additional information is available.